Manufacturer narrative:
B4:(B)(6) 2021. The authorized service personnel replaced the touchscreen to address the reported issue.

Manufacturer narrative:
The philips product service engineer (pse) confirmed that the touchscreen was not responding. The pse replaced the touchscreen to resolve the reported issue. The touchscreen assembly was returned for failure investigation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touchscreen was tested, and no failures were identified.

Event description:
The customer reported that the touchscreen is not responding. The customer reported that the unit was not in use on a patient.